Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis event. On the same day as the event onset, the patient began treatment with vancomycin injection (1gm, every 4th day, ongoing) and fortum injection (1gm, once a day, ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized for the peritonitis event. On the same day as the event onset, the patient began treatment with vancomycin injection (1gm, every 4th day, ongoing) and fortum injection (1gm, once a day, ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6. B5: on an unknown date, antibiotic treatment were discontinued and the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.